Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus / coils are bent and out of place') and pelvic infection ('infection (other) describe: pelvic') in a 35-year-old female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion done together" on (B)(6) 2015. The patient's medical history included hemithyroidectomy in 2016, endometrial ablation, tonsillectomy, folliculitis, premenopausal menorrhagia, uterine dilation and curettage, breast cancer, constipation, heartburn, uterine bleeding, vaginitis, perineal pain, nulli gravida, morbid obesity, thyroidectomy (had 1/2 my thyroid removed), fractured toe and foot surgery. Concurrent conditions included morbid obesity, asthma, thyroid nodule, menorrhagia, limb mass and ganglion cyst. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as azithromycin, azithromycin (zithromax), diazepam (valium), fexofenadine since 2018, hydrocodone bitartrate;paracetamol (norco), ibuprofen, metronidazole (flagyl), ondansetron (zofran), paracetamol (tylenol) since 2018, ranitidine, ranitidine hydrochloride (zantac) since (B)(6) 2017, salbutamol sulfate (ventolin hfa) from 2017 to 2018 and vitamin d nos (vitamin d) since 2018. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), pelvic pain ("pain/ lower pelvic pain / pain on my side/pelvic / severe right side pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced abdominal distension ("other injury(ies) or complication please describe: bloating") and female orgasmic disorder ("other injury(ies) or complication please describe: orgasm dysfunction"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), constipation ("havent had bowel movement") and feeling abnormal ("brain fog ") and was found to have vitamin d decreased ("vitamin d level was so low"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on 20-jun-2018. At the time of the report, the device expulsion, dysmenorrhoea, constipation, feeling abnormal and vitamin d decreased outcome was unknown and the pelvic infection, dyspareunia, pelvic pain, back pain, vaginal discharge, fatigue, weight increased, alopecia, abdominal distension, female orgasmic disorder and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female orgasmic disorder, pelvic infection, pelvic pain, vaginal discharge, vitamin d decreased and weight increased to be related to essure. The reporter commented: current weight 265 lbs. One essure coli was inserted into the left tube without difficulty and il1 normal fashion. This was placed, and 1 coil was then identified in that tube. The coil was then placed 'n the right tube, again without difficulty, in a lypical fashion, and again 1 coil was found to be left in the tube after the procedure plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, back pain, migration, pelvic infection, bloating, orgasm dysfunction, back pain, fatigue, hair loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dysmenorrhea, menorrhagia, dyspareunia, fatigue, weight gain, dyspareunia, orgasmic dysfunction, back pain, hair loss, vaginal bleeding. The following information was received from social media brain fog, vitamin d level was so low. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received. Event added- brain fog, vitamin d level was so low. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic infection ('infection (other) describe: pelvic') in a 35-year-old female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion done together" on (B)(6) 2015. The patient's medical history included hemithyroidectomy in 2016, endometrial ablation, tonsillectomy, folliculitis, premenopausal menorrhagia, uterine dilation and curettage, breast cancer, constipation, heartburn, uterine bleeding, vaginitis, perineal pain, nulli gravida and morbid obesity. Concurrent conditions included morbid obesity, asthma, thyroid nodule, menorrhagia, limb mass and ganglion cyst. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as azithromycin, azithromycin (zithromax), diazepam (valium), fexofenadine since 2018, hydrocodone bitartrate;paracetamol (norco), ibuprofen, metronidazole (flagyl), ondansetron (zofran), paracetamol (tylenol) since 2018, ranitidine, ranitidine hydrochloride (zantac) since (B)(6) 2017, salbutamol sulfate (ventolin hfa) from 2017 to 2018 and vitamin d nos (vitamin d) since 2018. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), pelvic pain ("pain/ lower pelvic pain / pain on my side/pelvic") and back pain ("back pain"). In (B)(6) 2015, the patient experienced abdominal distension ("other injury(ies) or complication please describe: bloating") and female orgasmic disorder ("other injury(ies) or complication please describe: orgasm dysfunction"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and dysmenorrhoea outcome was unknown and the pelvic infection, dyspareunia, pelvic pain, back pain, vaginal discharge, fatigue, weight increased, alopecia, abdominal distension, female orgasmic disorder and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female orgasmic disorder, pelvic infection, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 265 lbs. One essure coli was inserted into the left tube without difficulty and il1 normal fashion. This was placed, and 1 coil was then identified in that tube. The coil was then placed 'n the right tube, again without difficulty, in a lypical fashion, and again 1 coil was found to be left in the tube after the procedure plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, back pain, migration, pelvic infection, bloating, orgasm dysfunction, back pain, fatigue, hair loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dysmenorrhea, menorrhagia, dyspareunia, fatigue, weight gain, dyspareunia, orgasmic dysfunction, back pain, hair loss, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event abdominal pain was added. Updated outcome of event back pain, vaginal discharge, pelvic infection, bloating, orgasm dysfunction, fatigue, hair loss, weight gain from unknown to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic infection ('infection (other) describe: pelvic') in a 35-year-old female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion done together" on (B)(6) 2015. The patient's medical history included hemithyroidectomy in 2016 and endometrial ablation. Concurrent conditions included morbid obesity, asthma, thyroid nodule, menorrhagia, limb mass and ganglion cyst. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as fexofenadine since 2018, paracetamol (tylenol) since 2018, ranitidine hydrochloride (zantac) since (B)(6) 2017, salbutamol sulfate (ventolin hfa) from 2017 to 2018 and vitamin d nos (vitamin d) since 2018. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), pelvic pain ("pain/ lower pelvic pain / pain on my side") and back pain ("back pain"). In (B)(6) 2015, the patient experienced abdominal distension ("other injury(ies) or complication please describe: bloating") and female orgasmic disorder ("other injury(ies) or complication please describe: orgasm dysfunction"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic infection, dysmenorrhoea, back pain, vaginal discharge, fatigue, weight increased, alopecia, abdominal distension and female orgasmic disorder outcome was unknown and the dyspareunia and pelvic pain had resolved. The reporter considered abdominal distension, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female orgasmic disorder, pelvic infection, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 265 lbs. One essure coli was inserted into the left tube without difficulty and il1 normal fashion. This was placed, and 1 coil was then identified in that tube. The coil was then placed 'n the right tube, again without difficulty, in a typical fashion, and again 1 coil was found to be left in the tube after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic infection ('infection (other) describe: pelvic') in a 35-year-old female patient who had essure (batch no: b66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion done together" on (B)(6) 2015. The patient's medical history included hemithyroidectomy in 2016, endometrial ablation, tonsillectomy, folliculitis, premenopausal menorrhagia, uterine dilation and curettage, breast cancer, constipation, heartburn, uterine bleeding, vaginitis, perineal pain, nulli gravida and morbid obesity. Concurrent conditions included morbid obesity, asthma, thyroid nodule, menorrhagia, limb mass and ganglion cyst. Concomitant products included ethinylestradiol; norgestimate (sprintec) from on (B)(6) 2015 to on (B)(6) 2016 for birth control as well as azithromycin, azithromycin (zithromax), diazepam (valium), fexofenadine since 2018, hydrocodone bitartrate; paracetamol (norco), ibuprofen, metronidazole (flagyl), ondansetron (zofran), paracetamol (tylenol) since 2018, ranitidine, ranitidine hydrochloride (zantac) since on (B)(6) 2017, salbutamol sulfate (ventolin hfa) from 2017 to 2018 and vitamin d nos (vitamin d) since 2018. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), pelvic pain ("pain/ lower pelvic pain / pain on my side / pelvic") and back pain ("back pain"). On (B)(6) 2015, the patient experienced abdominal distension ("other injury(ies) or complication please describe: bloating") and female orgasmic disorder ("other injury(ies) or complication please describe: orgasm dysfunction"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and constipation ("haven't had bowel movement"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, dysmenorrhoea and constipation outcome was unknown and the pelvic infection, dyspareunia, pelvic pain, back pain, vaginal discharge, fatigue, weight increased, alopecia, abdominal distension, female orgasmic disorder and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female orgasmic disorder, pelvic infection, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 265 lbs. One essure coli was inserted into the left tube without difficulty and il1 normal fashion. This was placed, and 1 coil was then identified in that tube. The coil was then placed in the right tube, again without difficulty, in a lypical fashion, and again 1 coil was found to be left in the tube after the procedure plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, back pain, migration, pelvic infection, bloating, orgasm dysfunction, back pain, fatigue, hair loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dysmenorrhea, menorrhagia, dyspareunia, fatigue, weight gain, dyspareunia, orgasmic dysfunction, back pain, hair loss, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media received: event added- haven't had bowel movement. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic infection ('infection (other) describe: pelvic') in a 35-year-old female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion done together" on (B)(6) 2015. The patient's medical history included hemithyroidectomy in 2016 and endometrial ablation. Concurrent conditions included morbid obesity, asthma, thyroid nodule, menorrhagia, limb mass and ganglion cyst. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as fexofenadine since 2018, paracetamol (tylenol) since 2018, ranitidine hydrochloride (zantac) since (B)(6) 2017, salbutamol sulfate (ventolin hfa) from 2017 to 2018 and vitamin d nos (vitamin d) since 2018. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), pelvic pain ("pain/ lower pelvic pain / pain on my side") and back pain ("back pain"). In (B)(6) 2015, the patient experienced abdominal distension ("other injury(ies) or complication please describe: bloating") and female orgasmic disorder ("other injury(ies) or complication please describe: orgasm dysfunction"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic infection, dysmenorrhoea, back pain, vaginal discharge, fatigue, weight increased, alopecia, abdominal distension and female orgasmic disorder outcome was unknown and the dyspareunia and pelvic pain had resolved. The reporter considered abdominal distension, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female orgasmic disorder, pelvic infection, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 265 lbs. One essure coli was inserted into the left tube without difficulty and il1 normal fashion. This was placed, and 1 coil was then identified in that tube. The coil was then placed 'n the right tube, again without difficulty, in a typical fashion, and again 1 coil was found to be left in the tube after the procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received. Lot number received. New reporters and plaintiffs information added. Concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic infection ('infection (other) describe: pelvic') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion done together" on (B)(6)2015. The patient's medical history included hemithyroidectomy in 2016. Concurrent conditions included morbid obesity, asthma, thyroid nodule and menorrhagia. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as fexofenadine since 2018, paracetamol (tylenol) since 2018, ranitidine hydrochloride (zantac) since (B)(6) 2017, salbutamol sulfate (ventolin hfa) from 2017 to 2018 and vitamin d nos (vitamin d) since 2018. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), pelvic pain ("pain/ lower pelvic pain / pain on my side") and back pain ("back pain"). In (B)(6) 2015, the patient experienced abdominal distension ("other injury(ies) or complication please describe: bloating") and orgasm abnormal ("other injury(ies) or complication please describe: orgasm dysfunction"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic infection, dysmenorrhoea, back pain, vaginal discharge, fatigue, weight increased, alopecia, abdominal distension and orgasm abnormal outcome was unknown and the dyspareunia and pelvic pain had resolved. The reporter considered abdominal distension, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, orgasm abnormal, pelvic infection, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received: the previously reported event injury was replaced with new events: migration of essure device location of device: uterus, infection (other) describe: pelvic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower pelvic pain, back pain, vaginal discharge, fatigue, weight gain, hair loss, bloating, orgasm dysfunction, ablation and essure insertion done together were added. Medical history, concomitant drugs and lab data were added. Reporter information was updated. Patient demographics added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.